Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the atb35 device, with a tr35b, locked out. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.